Event description:
It was reported that the patient with this pacemaker stated experiencing chest pain, prompting a visit to the emergency room. A heart attack was ruled out, but device interrogation was strongly recommended. Chest pain had since recurred occasionally, though less frequently. Technical services (ts) discussed coordinating with the patient's clinic or a nearby medical facility to arrange for device interrogation. This device remains in service. No adverse patient effects were reported.